Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed a vibratory alert for high impedance. Review of the trends showed the pli had been gradually increasing over a year. The capture threshold had increased however the patient did not pace often.